Event description:
The complaint was reported as: customer called to report that the catheter bag he's been using had pin holes in it. No pt injury reported. Pt condition is reported as fine.

Manufacturer narrative:
No sample is available for the MFR to evaluate. A device history record (DHR) review could not be conducted since the lot number was not provided. Add'l document review was performed: mfg and quality inspection procedures and processes were reviewed and showed that proper controls are in place to guarantee that acceptable product is delivered to our customers. No corrective action can be established since the defective sample was not rec'd for eval. No conclusion can be established at this time based on the lack of defective sample. It is necessary to have the physical sample in order to perform a proper investigation. Personnel involved in the mfg process was notified about this complaint. MFR will continue to monitor and trend relating complaints.